Event description:
Related to manufacturer report # 2183959-2014-00404 thru 2183959-2014-00406. It was reported the patient experienced genuine stress incontinence leaking urine while coughing and walking following the implantation of an elevate pc posterior graft. Another manufacturer's sling was implanted on (B)(6) 2013 which resolved the event.. No further complications were reported in relation to this event.